Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was at a hospital stating that the stimulator was not working. The manufacturer representative (rep) visited the patient at the hospital but was going to do a work up on it, but could not because the implantable neurostimulator (ins) was dead. The patient was told that once he was released from the hospital and was at home with recharging equipment to attempt to recharge the ins and also call the rep to walk through other steps to check the ins situation. They were no sure if the stimulator was not working or not and that was why the rep came out to do a work up and check to see if there were any broken leads, but could not get clinical programmer to communicate with the ins. The patient was instructed to go home and attempt to recharger and if not able to, to call the rep for further instructions. The reason the patient was in the hospital was because they were having pain and they were trying to figure out why they were having pain and it may be because the stimulator was not working, they were no sure at the time of the report. The patient had been in and out of the ER and in pain for several months. It was noted that when the rep visited yesterday it was indicated that the patient had not been recharging the ins correctly. The patient was not educated very well on implant or equipment. The rep told them that they needed the programmer before the rep could help them. It was stated that therefore the patient would not be able to do anything with equipment. It was understood that the rep instructed them to order new programmer and then go home attempt recharger if the patient could not recharge. In (B)(6) 2016 the stimulator was not working, it was dead, and not communicating with the clinician programmer. They were hospitalized due to pain in (B)(6) 2016. They had been in and out of the ER last several months and experiencing pain the last several months. On june 3rd 2016 it was reported that the patient was on the phone with the rep as they tried to walk them through a trickle charge process; they did that 12 times but the device did not recover. The next step was to see the rep and doctor on (B)(6) 2016. On june 17th 2016 it was reported that the rep tried several trickle charges, maybe even up to 15 but the device did not start. The patient was having a replacement surgery on (B)(6) 20 2016. Other relevant medical history includes post-laminectomy pain.

Manufacturer narrative:
Analysis of the ins (serial/lot # (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #: 218073364. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2011 and the battery was charged to 3.795 volts. On (B)(6) 2012 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Event description:
The ins was returned for analysis. The results showed that the battery reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.